Manufacturer narrative:
The reported event that the ir lens was visually identified to have broke off was confirmed during visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during sterile processing at the user facility the ir lens was identified to have broken off. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during sterile processing at the user facility the ir lens was identified to have broken off. No adverse consequences or procedural delays were reported with this event.